Event description:
On 10/10/00, the facility's purchasing mgr informed the MFR's product complaints mgr of the following: pt taken to surgery to remove non-functioning device. On 10/11/00, the MFR received medwatch report# 430014-2000-0003 from the facility that states the following: pt taken to surgery to remove the device. Pt's physician reports the catheter has not worked for "quite some time." Removal initially thought to have gone well, but on using fluoroscopy to insert a new device part of the original catheter was found to have remained in the pt. Pt was sent to cath lab later on the same day. Extensive efforts made to retrieve catheter - unable to remove despite multiple efforts to retrieve catheter from both ends. Physician recommends leaving catheter in place without further efforts at retrieval probably due to pt's medical condition (ie, colon cancer). No further details were provided.